Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, there was moisture under the screen from when the touchscreen was cracked. Customer reported that the pump may have been dropped. Additionally, it was reported that due to the pump casing being damaged, the customer experienced difficulty with loading cartridges. Customer's blood glucose (bg) ranged from 50-320 mg/dl. Reportedly, the suspected cause of bg was due to exercise or not eating during a long work shift. Reportedly, customer reverted to an alternate pump for insulin therapy.